Event description:
It was reported there "was leaking in tubing and was cracked at the blue connection site". No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint was confirmed and the damage appeared to be supplier related. It was reported that there "was leaking in tubing and was cracked at the blue connection site". One 20g x 3/4¿ safestep infusion set with y-site was returned for investigation. A functional test revealed that air would enter the infusion set through the y-site when a negative pressure was applied to the infusion set by retracting the syringe plunger from the syringe that was attached to the proximal luer adaptor. No continuous leak of fluid was observed in any part of the returned sample when the infusion set was pressurized with water. A microscopic examination of the exposed surface of the blue valve stem revealed pitting in the material. The valve was cut open and the valve stem was removed, which revealed pitting in the sealing surface of the valve stem and other areas of the valve stem. The damage to the sealing surface of the valve stem was located in areas that were inaccessible to the user. The pitted areas of the valve stem most likely allowed air to bypass the sealing surface of the valve stem during aspiration. The supplier was notified of this complaint. A lot history review (lhr) of asdws0142 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there "was leaking in tubing and was cracked at the blue connection site". No other information was provided.